Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician has experienced a problem with the new twist lock peel-away sheath peeling back at the tip during insertion. The sales rep was present during this particular insertion. It is not known how many times this has happened in the past. Follow up information states they had to use a separate, sterile sheath that we had provided to complete the insertion.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the sheath tip peeled back during insertion was confirmed. Returned were a used peel-away sheath/dilator combination and an opened, unused kit for comparison. With the unaided eye, the used sheath tip appeared damaged, but the tip of the dilator was not damaged. Under microscopic examination, one side of the sheath tip was pushed back, but not the other. The sheath body measured 3.969" in length, which meets specification of 3.875 - 4.125" per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator measured 5.141" in length which meets specification of 5.000 - 5.250" per the dilator graphic. The outside diameter (od) of the dilator body measured 0.073" using ring gauges, which meets the .071 - .075" requirement of the dilator extrusion graphic. The dilator protruded through the catheter 0.922", which meets the specification of 0.625 - 1.125" per the sheath/dilator assembly graphic. The opened, unused kit contained a sheath/dilator combination. The sheath tip was examined microscopically. The tip was not damaged, but it did exhibit a small ridge perpendicular to the tip opening that affected approximately one-third of the circumference of the tip. The ridge could affect the resistance other remarks: experienced during insertion of the sheath/dilator and increase the possibility of tip rollback during use. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to enlarge the puncture site if necessary. It was not reported whether or not a skin nick was made prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this complaint issue is being conducted.